Manufacturer narrative:
One vitrectomy probe was returned and visually inspected and was deemed conforming. Actuation testing was performed and the sample was deemed conforming. Cut and aspirating testing was performed and the sample was deemed conforming. The finished goods lot was manufactured with one component probe lot. A device history record review for the lot was conducted. According to the device history record review, the lot was reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met alcon¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. The complaint evaluation does not confirm the probe did not cut. The probe was manufactured and functioned to specification. The root cause for this complaint issue is unknown because the returned sample was conforming to specification. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe failed to cut during a vitreoretinal procedure. The conditions of aspiration and actuation are unknown. The probe was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.